Event description:
The suspected usb cable were not returned to the manufacturer for analysis to date. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.

Event description:
It was reported that a medical professional could not interrogate generators when using her programming system. It was reported that the connection of the usb cable to the tablet was suspected to be at fault. It was reported that the issue started in the last two months. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. The return of the suspect usb cable is expected but it has not been received to date.